Manufacturer narrative:
Device was evaluated by manufacturer. Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - visual inspection revealed that the lens was received with surface residuals adhered to the optic body which suggests handling the lens out of a sterile environment. Also, the lens sample was received cut in halves. The lens condition is consistent with a lens that has been explanted. No manufacturing cosmetic conditions were observed in the returned sample. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was removed and replaced during the same procedure due to the patient''s anatomy. It was reported that the lens almost went into the sulcus. To remove the iol, the incision was enlarged and a vitrectomy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4)-enlarged incision.removal and replacement of intraocular lens (iol).all pertinent information available to the manufacturer has been submitted. Placeholder.